Manufacturer narrative:
The cholesterol reagent expiration date was not provided. The cobas c 503 analytical unit serial number was (B)(6). The field service engineer checked the analyzer, adjusted the level of the washing system. He changed the lamp and cuvette on (B)(6) 2025. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 2 patients' samples tested with cholesterol gen.2 assay on a cobas c 503 analytical unit. Patient 1 was tested on (B)(6) 2025, resulting in a cholesterol value of 317 mg/dl. The patient alleged that this result did not match their medical history. The sample was then repeated, and the repeat result was consistent with the patient's historical range. Patient 2 was tested on (B)(6) 2025: initial result: 84.9 mg/dl. The sample was repeated 3 times. Repeat result: 254 mg/dl. The repeat result was deemed to be correct.

Manufacturer narrative:
Medwatch fields d1, d2a, d2b, d4, g1 and g4 were updated. A general reagent issue can be excluded since calibration and qc were acceptable. The provided alarms trace showed a lot of aspiration alarms, indicating poor sample quality. The data was requested for further investigation, but was not provided. A detailed investigation could not be performed due to insufficient data. Therefore, the cause of the event could not be determined. The investigation did not identify a product problem.